Manufacturer narrative:
Concomitant medical products: model: cd2211-36, competitor ICD; implanted: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that their right ventricular (rv) lead "shows a lot of noise and is not working appropriately." Follow was conducted with the patients listed clinic and it was verified that the noise issue is a known issue with the rv lead per the physician. The allied health professional (ahp) was also able to verify that no reprogramming and no lead revision is currently planned. The lead remains in use. No patient complications have been reported as a result of this event.